Manufacturer narrative:
(B)(4)

Event description:
It was reported that the dependent patient has been in high output mode since (B)(6) 2016 for the patient¿s wide qrs morphology. The patient came to clinic and it was noted that the autocapture was programmed on but it was never set-up properly. It was also noted that the patient has a wide qrs morphology that is being double counted by the device. The patient has not experienced any symptoms. The autocapture test was performed and autocapture was successfully turned on. Patient will be followed-up for device check.